Event description:
Same case as: 2184052-2014-00033. It was reported that screw loosening occurred post operatively. During the initial surgery l5-s1 was treated. First revision surgery was performed eight months post-operatively due screw loosening from original surgery on (B)(6) /2011. Second revision surgery took place (B)(6) 2014 (approx 17 months post-op the first revision), due to screw loosening. No further info is available at the time of this report.